Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to patient non-compliance, the right ventricular lead had dislodged. The lead exhibited increased capture thresholds and a slight increase in impedance. Fluoroscopy confirmed that the lead dislodged. The lead was explanted and replaced. During the procedure it was noted that the proximal coil on the lead felt rough and uneven. Patient was stable.

Manufacturer narrative:
Correction: device code did not previously include "3191 - appropriate term/code not available" and should have.

Event description:
New information received indicated that r-wave measurements indicated that the lead had dislodged.